Event description:
The "(B)(4)" indicated that the procedure was coil embolization assisted with the vrd (enc452212) for a ruptured aneurysm in the basilar artery. During the procedure, the patient had a stroke. The brain infarction occurred in the right cerebellum- midbrain - right occipital lobe - both sides thalamus. The patient had aftereffects of paralysis and articulator disorder, and the patient is being followed up currently. The physician stated that it was possible the vrd stent caused the thrombosis.

Manufacturer narrative:
Information was received via the (B)(4) study reporting a stroke during an enterprise vrd assisted coil embolization of a ruptured basilar artery aneurysm. It was reported that the patient was admitted with a stroke and ruptured aneurysm with a pre and post procedure stroke scale of 4; however the patient's condition was slightly worse the following day. The physician stated that it was possible the vrd stent caused a thromboembolic stroke that was confirmed with MRI. However the stent was patent. The brain infarction occurred in the right cerebellum, midbrain, right occipital lobe, both sides of the thalamus. The patient had after effects of paralysis and articulator disorder, and the patient is being followed up currently. Medications given the date of the procedure consisted of cilostazol 200mg/day (continuously) and the following day aspirin 100mg/day and heparin 5000u/day (continuously). The pre-anticoagulation act was 129 seconds and post anticoagulation was 214 seconds. The aneurysm neck measured 4.2mm, neck to sac ratio was 3.8mm/3.1mm, and the aneurysm was fusiform. The parent vessel proximal diameter was 2.5mm and distal was 3.5mm. The enterprise was fully expanded and apposed to the vessel wall after initial placement, and was in a stable position as compared to position after placement. There was no indication of any conditions causing hypercoagulable state. No further information was available. A cd copy of the procedure was not available. The enterprise vrd remains implanted and therefore is not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01419558 which corresponds to final packaging lot 13471855. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Thromboembolic stroke is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system, as outlined in the instructions for use. Pharmacological and clinical factors including this patient's pre-procedure presentation with a ruptured aneurysm may have contributed to the event. There have been studies showing evidence for a generalized strong activation of the coagulation and fibrinolytic system in patients with subarachnoid hemorrhage. Based on the reported information, there is no indication of any device performance or manufacturing issues related to the reported event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 3o days.

Manufacturer narrative:
Concomitant medical products: other devices utilized during the procedure consisted of a guiding catheter 7french, soft tip (boston scientific), prowler select plus microcatheter, sl-10 (boston scientific) microcatheter, and 0.014inch chikai (asahi intecc) guidewire. The (B)(4) study with (B)(4) indicated that the patient was admitted with a stroke and rupture aneurysm in the basilar artery, and underwent a coil embolization procedure assisted with the enterprise vrd (enc452212). The pre and post-procedure stroke scale was 4, but the patient condition was slightly worse the following day. The physician stated that it was possible the vrd stent caused a thromboembolic stroke that was confirmed with MRI. However the stent was patent. Additionally, the stroke occurred in the right cerebellum- midbrain - right occipital lobe - both sides thalamus. The patient had after effects of paralysis and articulator disorder, and the patient is being followed up currently. Medications given the date of the procedure consisted of cilostazol 200mg/day (continuously) , and the following day aspirin 100mg/day and heparin 5000u/day (continuously). The pre-anticoagulation act was 129 seconds and post anticoagulation was 214 seconds. The aneurysm neck measure 4.2mm, neck was 3.8mm, neck to sac ratio was 3.8mm/3.1mm, and the aneurysm was fusiform. The parent vessel proximal diameter was 2.5mm and distal was 3.5mm. The enterprise was fully expanded and apposed to the vessel wall after initial placement, and was in a stable position as compared to position after placement. There was no indication of any conditions causing hypercoagulable state. No further information was available. A cd copy of the procedure was not available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received indicated that three months after the index procedure, the patient died of cardiopulmonary arrest after sudden paired consciousness. The post-mortem CT scan showed a subarachnoid hemorrhage and hemorrhagic stroke but the site of aneurysm could not be confirmed. No action was taken. According to the physician, the relationship of the event to the procedure and the enterprise was unknown. No films are available, and the patient was compliant with medical therapy. No further information was available. The initial report from clinical study (B)(4) for patient with ID #(B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd ((B)(4)) and codman coils ((B)(4)) for a ruptured aneurysm of the basilar artery, and one day after the procedure, the patient had a stroke and brain infarction of the right cerebellum- midbrain - right occipital lobe - both sides thalamus. The patient had after effects of paralysis and articulatory disorder. The patient is currently being follow-up. The physician considered the patient's condition became slightly worse as thrombus was the caused with the vrd stent implanting. There is no information if the thrombus was present prior to implanting, but there it was possible that thrombus formed after the vrd was implanted, and the event was a thromboembolic stroke. MRI angiograms were done the day of the event that showed vrd thrombosis. However, the stent was patent. It was noted that the enterprise was fully expanded, opposed to the vessel wall and in a stable position after it was deployed at the site, and during initial angiograms, the distal flow was seen throughout the affect vasculature, but a cd copy of the procedure is not available. The physician stated that the event was possible related to the vrd stent and it may have caused the thrombosis. The act pre anticoagulant therapy was 129 secs and post anticoagulant therapy was 214 secs. The aneurysm was fusiform, neck was 3.8 mm and the neck to sac ratio was 3.8 mm/3.1 mm. The parent vessel size proximal was 2.5 mm and distal was 3.5 mm. Other devices used during the case consisted of 7f guide catheter softip (boston scientific), prowler select plus microcatheter ((B)(4)), sl-10 microcatheter (boston scientific), .014inch chikai guidewire (asahi intecc), orbit coil ((B)(4)) x4, orbit coil ((B)(4)), orbit coil ((B)(4)), and orbit coil ((B)(4)). Medications consisted of cilostazol 200 mg/day from (B)(6) 2010 - continuously, aspirin (B)(6) 2010 - continuously, and heparin 5000 u/day on (B)(6) 2011. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2010-00374, 1058196-2012-00376, 1058196-2012-00377, 1058196-2012-00378, and 1058196-2012-00379.

Manufacturer narrative:
Additional information received indicated that three months after the index procedure, the patient died of cardiopulmonary arrest after sudden paired consciousness. The post-mortem CT scan showed a subarachnoid hemorrhage and hemorrhagic stroke but the site of aneurysm could not be confirmed. No action was taken. According to the physician, the relationship of the event to the procedure and the enterprise was unknown. No films are available, and the patient was compliant with medical therapy. No further information was available. The initial report from clinical study (B)(4) for patient with ID #(B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd ((B)(4)) and codman coils ((B)(4)) for a ruptured aneurysm of the basilar artery, and one day after the procedure, the patient had a stroke and brain infarction of the right cerebellum - midbrain - right occipital lobe - both sides thalamus. The patient had after effects of paralysis and articulator disorder. The patient is currently being follow-up. The physician considered the patient's condition became slightly worse as thrombus was the caused with the vrd stent implanting. There is no information if the thrombus was present prior to implanting, but there it was possible that thrombus formed after the vrd was implanted, and the event was a thromboembolic stroke. MRI angiograms were done the day of the event that showed vrd thrombosis. However, the stent was patent. It was noted that the enterprise was fully expanded, opposed to the vessel wall and in a stable position after it was deployed at the site, and during initial angiograms, the distal flow was seen throughout the affect vasculature, but a cd copy of the procedure is not available. The physician stated that the event was possible related to the vrd stent and it may have caused the thrombosis. The act pre anticoagulant therapy was 129 secs and post anticoagulant therapy was 214 secs. The aneurysm was fusiform, neck was 3.8 mm and the neck to sac ratio was 3.8 mm/3.1 mm. The parent vessel size proximal was 2.5 mm and distal was 3.5 mm. Other devices used during the case consisted of 7f guide catheter softip (boston scientific), prowler select plus microcatheter ((B)(4)), sl-10 microcatheter (boston scientific), .014inch chikai guidewire (asahi intecc), orbit coil ((B)(4)) x4, orbit coil ((B)(4)), orbit coil ((B)(4)), and orbit coil ((B)(4)). Medications consisted of cilostazol 200 mg/day from (B)(6) 2010 - continuously, aspirin (B)(6) - continuously, and heparin 5000 u/day on (B)(6) 2011. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01419558. An investigation was requested to ndc and the results indicate that all stents shipped meets specified release requirements. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Hemorrhage stroke and subarachnoid hemorrhage are known potential adverse events associated with the use of intracranial stent placement and coils as listed in the enterprise IFU as such. The inherent risk of introducing devices into the delicate cerebral vessels as well as the changes in intracranial pressures and anatomy post coil placement within the aneurysm can contribute to the occurrence of intracranial and aneurysmal bleeding complications. Coil embolization patients are started and maintained on anticoagulant and anti-platelet medication regimens that can contribute to the likely hood of bleeding in the peri and post operative phases. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that target lesion specifically the size of the aneurysm and the number of coils inserted, medication regimen and procedural issues may have contributed to the reported events. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2010-00374, 1058196-2012-00376, 1058196-2012-00377, 1058196-2012-00378, and 1058196-2012-00379.